Event description:
Resident was repositioning self in wheelchair when the back of the wheelchair broke off causing resident to fall to floor hitting head. The wheelchair had plastic pieces holding the back on to the wheelchair. No harm to resident.